Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated he coughed and triggered the alarm. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated he coughed triggered the alarm. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, fault code 2d, recorded in driver's data file. The fault alarm was for secondary motor voltage being too high; secondary motor was out of default position indicating secondary motor engagement. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of default position. Freedom driver passed all sections of functional testing at incoming inspection. Additional testing was performed to replicate customer reported coughing episode. Driver exhibited a low cardiac output alarm that recovered after approximately 20 seconds with no permanent alarm recorded. A functional test specific to the driver's secondary motor system was performed. No alarms produced. A 48-hour observation run was performed, no alarms produced. A second functional test performed on the driver's secondary motor system with a replacement secondary motor controller pcba. Driver passed all sections of functional testing during secondary testing. Failure investigation for this complaint could not confirm the reported issue. The complaint was not replicated during testing; the root cause of the unresolvable fault alarm was unable to be determined. Failure investigation found the secondary motor out of default position likely causing the recorded alarm, however, the cause of secondary motor engagement could not be determined. No other failures or damage was identified that could have contributed to the complaint. Freedom driver functioned as designed. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.